Manufacturer narrative:
Event date is an estimated date. Device not returned for evaluation.

Event description:
It was reported that due to the "penis thinning and inflated implant without axial stiffness, fold in half. Non functional penis." The patient will have reconstruction of the corpus cavernosa and his inflatable penile prosthesis (ipp) replaced on a future date. The unused materials from this surgery will be returned.